Event description:
It was reported via repair order that the foot section was not latching properly due to broken screws. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.